Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent revision surgery due to instability/dislocation. Glenosphere was replaced during surgery, the other components remained the same from previous surgery (2nd stage of 2nd revision surgery see MDR # 3000931034-2017-00118, MDR # 3000931034-2017-00119, MDR # 3000931034-2017-00120).